Manufacturer narrative:
E1: phone number: (B)(6). Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem code 2524 removed.

Event description:
The returned device analysis noted the suture was not intact with the plunger. Follow-up with the account confirmed ¿the knot from the suture was unable to be advanced [knot lock]¿ was reported in error. Reportedly, a suture retrieval issue occurred. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a proglide device after an interventional neurointervention procedure using a 6f sheath. Reportedly, when attempting to close the hole, the knot from the suture was unable to be advanced [knot lock]. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1: phone number is :(B)(6). Note: too many digits for e1 field.